Event description:
It was reported that a patient experienced a leak between a transfer set and cassette. This event occurred during initial drain of peritoneal dialysis therapy. The connection side of the transfer set and cassette failed and solution flowed out. Therapy was stopped immediately and the patient went to hospital to replace the transfer set on the same day. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A microscopic and gross visual inspection was performed and revealed no issues that could have caused or contributed to the reported event. Functional testing, clear passage testing, leak testing and clamp-function testing were performed and no issues were observed. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.